Event description:
The patient reported their catheter had fractured about one to two months prior to the report. It was discovered in (B)(6) 2014. The patient thought since the catheter was broken, drug must be going into their blood stream. The patient was upset with their experience with their healthcare provider (hcp), and their lack of knowledge of the implanted device system. The pump contained dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8598, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).